Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed air bubbles in the luer-lock. The customer's blood glucose level was not impacted. Tandem technical support instructed the customer to prime the device to remove the air.